Event description:
The customer contacted stryker to report that their device will not complete a charge to deliver defibrillation therapy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was not returned to stryker further evaluation. The reported issue was unable to be verified and duplicated and the cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device will not complete a charge to deliver defibrillation therapy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Additional information: customer reported device was an lp1000. D4 catalog # 99425-000096 d4 serial # (B)(6).

Event description:
The customer contacted stryker to report that their device will not complete a charge to deliver defibrillation therapy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.